Event description:
It was reported that the patient¿s implantable neurostimulator (ins) quit working 3 months ago. The patient had not contacted their health care provider (hcp) as the patient had not seen them in a long time. It was noted that the patient was on vesicare for urinary issues but their mouth got dry and it was supposed to be bad for their teeth.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v024510, implanted: (B)(6) 2007, product type: lead. (B)(4).